Manufacturer narrative:
A medtronic representative reported the caster sheared off and due to the damage is not repairable on-site. The system was sent for repair.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement caster shipped to site 04/27/2016. No parts have been received by manufacturer for analysis. On 05/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system locking caster broke off. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.